Event description:
The customer reported the system's left monitor failed to operate. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Replacement parts have been ordered. As of yet, no add'l info is available.